Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test verify operating currents due to motor error alarms. Pump received with minor scratched lcd window, stained end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a series of motor error alarm when programming a bolus. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was exposed to high magnetic fields. The drive support cap appears normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.